Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the end of the stomach during a laparoscopic bariatric surgery, the device was able to fire, but the jaws locked on tissue and was unable to be opened after firing. The surgeon was forced to open and remove the jaws manually. Another handle and reload was used to complete the case. There was no patient injury.